Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reez3692 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported ¿the head of pediatric hematology oncology reports that the power PICC 4fr dual lumen catheter inserted in the msd on (B)(6) 2022, shows a large amount of liquid leaking through the insertion point. The head cristian checks and irrigates the red lumen with a syringe prefilled with saline solution and exit of pressurized liquid is observed due to the catheter travel between the zero level and 1cm, evidencing rupture for which he decides to withdraw. He carried out a review of the nursing notes together with the christian chief and in all of them they always show permeable and with return, the last nursing note is where they describe the exit of liquid through the insertion site. In the presence of the boss, she checked the irrigation of the no CT line and no liquid came out. When I irrigate the high-power line, liquid came out between levels 0 and 1 lack of completion of treatment, requires placing another PICC to continue treatment.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. The extension tubing markings were worn and multiple kink impressions were observed throughout both extension tubes. Curved shape memory was observed along the catheter shaft. The catheter shaft was discolored from the molded joint to the 3cm depth marking. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, when flushing the power injectable lumen, a leak was observed just distal of the molded joint. Microscopic inspection of the leak site revealed a small split in the catheter tubing. The split exhibited a granular fracture surface. Material buckling was observed in the vicinity of split. The split occurred within a longitudinally aligned impression. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. The catheter kinked preferentially at the leak site during manual manipulation. The split characteristics, buckling and tensile weakness were consistent with material failure due to mechanical stresses including compression, kinking and pulling. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported ¿the head of pediatric hematology oncology reports that the power PICC 4fr dual lumen catheter inserted in the msd on march 17, 2022, shows a large amount of liquid leaking through the insertion point. The head cristian checks and irrigates the red lumen with a syringe prefilled with saline solution and exit of pressurized liquid is observed due to the catheter travel between the zero level and 1cm, evidencing rupture for which he decides to withdraw.he carried out a review of the nursing notes together with the christian chief and in all of them they always show permeable and with return, the last nursing note is where they describe the exit of liquid through the insertion site.in the presence of the boss, she checked the irrigation of the no CT line and no liquid came out. When I irrigate the high-power line, liquid came out between levels 0 and 1lack of completion of treatment, requires placing another PICC to continue treatment.¿additional information received:¿ has there been any harm to the patient/health professional? (Detail)a: there was no harm to the patient, he required another PICC to continue the treatment.¿ was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail)a: required placement of another PICC¿ has there been exposure to blood or chemotherapy to the mucous membranes or skin? (Detail)a: there was no exposure.